Event description:
It was reported that the monitor on the 9600 system would turn on and off during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The power cord was replaced by the customer during the service call. The system was found to be working as intended, and put back into service. The customer canceled the service call.